Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was to be implanted in the common bile duct for the treatment of choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During stent deployment, the pull wire was observed to have kinked and buckled; however, deployment continued by pulling the pull wire. The physician believed the deployment was successful, but upon withdrawing the scope, the guide catheter broke and remained inside the patient, attached to the stent. The physician removed the guide catheter along with the stent using rat-tooth forceps and the procedure was then completed using another advanix biliary stent of a different size. There was no patient complications reported as a result of this event. Note: photos of the complaint device, provided by the complainant, show the guide catheter attached to the advanix stent.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the broken guide catheter.